Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The device was visually inspected, and the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve and leaking blood since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: - always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. - do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed for the finished device 00001297 number, and no internal action related to the complaint was found during the review. The root cause of valve dislodged appears to be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s ref # (B)(4).

Event description:
Biosense webster inc.¿s (bwi) product analysis lab (pal) received a carto vizigo¿ 8.5f bi-directional guiding sheath - small which was identified to have a ¿hemostatic valve separation¿ issue. The carto vizigo¿ 8.5f bi-directional guiding sheath - small was received on (B)(6) 2020 labeled with a complaint number for which product details, such as the lot number, do not match. On (B)(6) 2020, the device was inspected and it was found that the hemostatic valve was dislodged which is considered to be an MDR reportable malfunction. Multiple attempts have been made to obtain clarification for the wrong product received, however, no further information has been made available. A new complaint was created to investigate and report the identified malfunction although no specific event details are available.